Event description:
A surgeon reported valved trocar cannulas leaked during a vitreoretinal procedure during silicon oil removal. The patient was noted to have low eye pressure during the surgery. A new probe was used to complete the procedure with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The report was mailed to FDA on: may 7, 2014. (B)(4).